Manufacturer narrative:
Concomitant product: product ID: dtba1q1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the left ventricular (lv) lead trend showed rising and high thresholds. The patient was experiencing diaphragmatic stimulation. A chest x-ray was ordered and there may be a possible lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.